Manufacturer narrative:
.

Event description:
It was reported that the patient had a series of seizure activity the evening prior that required the use of vns. The patient was referred for generator replacement. Clinic notes dated (B)(6) 2014 indicated that the patient was essentially stable. His seizure frequency has improved with no new or active issues at this time. No changes were made to the vns settings at this visit. Clinic notes dated (B)(6) 2014, all indicated the improved seizure control with overall poorly controlled seizures still occurring. Clinic notes dated (B)(6) 2013 indicated that patient is stable with improved seizure control, but still overall poorly controlled, but was worse without vns use. Clinic notes dated (B)(6) 2013 indicated that although the patient¿s seizure frequency has improved with vns therapy, the patient still has poor seizure control. It is unknown if the recent increase in seizures is above the patient's pre-vns baseline frequency. Attempts to obtain additional relevant information have been unsuccessful to date. No known surgical intervention has been performed to date.

Event description:
Clinic notes were received indicating that the vns patient¿s device was last tested during an office visit on (B)(6) 2014 and system diagnostic results showed normal device function. Follow-up revealed that the patient¿s increase in seizures was above pre-vns baseline levels. The physician attributed the increase in seizures to a low battery condition of the device which caused ¿inaccurate vns function¿. Recent diagnostic results showed an ifi condition. The patient¿s device had been disabled for approximately one month with no changes to the patient¿s seizures. It was noted that the patient had an incomplete corpus callosotomy a few years ago and then had the complete callosotomy approximately a year and a half ago.